Manufacturer narrative:
(B)(4). S/w version unknown retainer ring = black customer returned pump for an alleged cosmetic damage at the belt clip rails on event date (B)(6) 2022. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on pcba1, pcba2, force sensor or the motor. Swapping out test boards confirms flashing medtronic logo is isolated to pcba 2. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case - corner of belt clip rails, battery tube threads - cracked, broken belt clip rails and corroded battery tube. Cosmetic damage confirmed at the broken belt clip rails. Flashing medtronic logo observed, problem isolated to pcb2. Unable to download history/trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the clip rails of insulin pump was cracked. No harm was required during medical intervention. The devise was returned for analysis.